Event description:
The bvs console stopped pumping and went into emergency system operation. A backup unit was used with no further problems. The pt was not affected. The console was examined on-site and the problem could not be duplicated.